Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: a CT was performed prior to the patient being discharged and it revealed that the endoleak had resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved or contraindicated use (aortic neck diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. The aortic neck was 3cm in length, and 32-33mm in diameter at the top and 24mm at the base of the neck. Angulation was 60 degrees at the base of the neck. It was reported that, during the initial implant procedure, a type ia endoleak was seen after the main body and a limb were implanted. The physician re-ballooned, added a cuff, and then re-ballooned again. However, the leak was diminished but remained. It was noted that the endoleak was possibly coming from the right side of the neck. The physician was not certain as to the cause of the event; but thought it was most likely a patient anatomy issue due to an angulated and conical neck. No additional clinical sequelae were reported and the patient is being monitored by their physician.